Event description:
It was reported that after the subject stent implantation procedure the patient presented a severe thrombosis and died the day after procedure. No further information is available.

Event description:
It was reported that after the subject stent implantation procedure the patient presented a severe thrombosis and died the day after procedure. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the exact date is not available. The procedure happened between (B)(6) 2025. Patient death was the day after the procedure. The primary cause of patient death is not available, but it was reported that the patient presented a severe thrombosis. The procedure was completed successfully. There was no resistance encountered at any point during the procedure. According to the doctor's report, the procedure went perfectly until the end and the patient left the cathology room in good health. There is no allegation against the subject evolve device. The physician does not allege any malfunction or nonconformance against the device. The evolve device performed as intended and the device was implanted properly. No difficulties were encountered during preparation/transferring/advancement /withdrawal of the subject device, that could have contributed to patient death. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event of 'patient death¿ and ¿patient vessel thrombosis' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.